Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided: on (B)(6) 2021, sid (B)(6), initial result = 119 mmol/l, repeats = 141 mmol/l and 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. As part of troubleshooting, the complaint sample was retested, and results obtained were reported out from this analyzer. Device history record review on list 07p53-20 did not identify any non-conformances or deviations related to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency for the ict sample diluent (ln 07p53-20) was identified.